Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set extension port got disconnected form the side it was connected to the primary IV line. The following information was provided by the initial reporter: issue description: quality complaint ¿ broken (out of box). Not used on patient. While priming with saline noticed that the extension port got disconnected form the side it was connected to the primary IV line. When filter was removed from the package noticed the distal port is not attached and fell in the package.

Event description:
It was reported that bd alaris smartsite low sorbing set extension port got disconnected form the side it was connected to the primary IV line. The following information was provided by the initial reporter: issue description quality complaint ¿ broken (out of box) not used on patient. While priming with saline noticed that the extension port got disconnected form the side it was connected to the primary IV line. When filter was removed from the package noticed the distal port is not attached and fell in the package.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-aug-2023. H.6. Investigation summary: the customer reported a disconnection from the port, and returned 10 samples. All ten of the samples were separated in the same manner at the inlet of tubing, where it connects to the smart site. All the labels returned were for the same lot. The root cause for all failures is lack of solvent applied due to gaps left by the assembler. Complaint is verified. The manufacturing plant issued a quality notification to pertinent personnel to communicate and reinforce the correct assembly process and to avoid gaps in the process. Device history record review for model 10013902 lot number 23029132 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.